Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.

Event description:
It was reported to manufacturer that the distributor in (B) (4) found a bad electrical contact of the cable that connected the ac adapter with the handheld computer. The product has not been returned to manufacturer for analysis. Good faith attempts to obtain additional information have been unsuccessful to date.